Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly..

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the electric pen drive device and attachment device were heating up and the physician could not hold the devices. It was reported that the physician had to put swabs around the equipment to use it. It was further observed that the devices were leaking oil. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.